Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor pcb assembly was evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in an intermittent loss of fluoroscopic functionality. There was no report of a pt injury or death associated with this event.